Event description:
Additional information from the patient reported that they saw their healthcare provider on (B)(6) 2016. They reported that nothing was done to resolve the impulse in their tongue, arm and fingertips. The patient then noted that they were wondering if standing on a cement floor barefoot, using an ungrounded mixer could have caused the sudden surge in power. They noted they also experience it when in the car driving and sitting outside.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had a tingling on tongue, arm, and fingertips. The patient noted the symptoms of tingling of the tongue and sensations down her arm start on (B)(6). The patient turned off the stimulation and the symptoms stopped. On (B)(6) she decreased stimulation and turned stimulation back on and it started again. On june 11th the patient reported it was stronger and she felt it down her arm and fingertips. The patient noted this in only in her right arm. The patient stated there was no falls, accidents, or traumas. The patient noted she did change the time of day she takes her thyroid medication, she now takes it at night instead of in the morning. The patient also noted that she realized that her asthmanex inhaler with steroid was supposed to be 2 puffs and not one time a day, but she has had no other changes to her lifestyle or medication. The patient stated at the onset of the symptoms of tingling on the tongue and stimulation down her right arm she never increased stimulation; the stimulation was always the same. The patient noted that she contacted the person who does programming and she has an appointment to see her on (B)(6). The patient also noted she was using her mother¿s old mixer and it is possible that the mixer may have shocked her. The patient also noted a d own she turned stimulation down and the programmer is not functioning and the patient programmer showed a symbol, she does not remember the symbol. The patient turned the device off and is planning on following up with a neurologist to determine the sudden cause of symptoms. The patient is implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.